Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacture: no. Investigation summary: no units were returned for evaluation. Review of the DHR could not be performed as the lot number was not provided. End user risk analysis (eura) review was analyzed to determine potential application causes and to assess the risk to customer. Tubing ballooning during the power injection was identified as a potential device failure mode with a likely root cause of the tubing becoming kinked, occluded or obstructed during the injection. The analysis showed that due to remote possibility this to occur, current risk to the customer is acceptable. The defect package empty; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system w/ dual port there was an issue with deformation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system w/ dual port there was an issue with deformation. There was no report of injury or further medical intervention.